Manufacturer narrative:
The device was received with both seals broken and the top case was chipped and cracked. The left plunger case was broken. The history log showed there was a plunger not in place alarm in history. Customer stated problem was verified during inspection and calibration. Testing showed the left plunger case standoffs were broken off and the force sensor was loose into the plunger head mount. The force sensor would not calibrated because of damaged left plunger case and loose force sensor on the head mount. The root cause was attributed to the customer. The tech replaced broken left plunger case and tightened down force sensor to head mount to factory spec and calibrated the force sensor. Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It as reported the device had a force sensor not working / plunger is broken. No patient injury reported.